Event description:
It was reported that the minicap transfer set leaked, and was not tightly sealed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4 (lot #, expiration date, and unique identifier (UDI) #), h3, h6, and h10. H10: the device was received for evaluation. A visual inspection with the naked eye observed broken occluder legs beneath the twist clamp and confirmed a leak through the closed clamp. The reported condition was verified. The direct cause of the condition was undetermined; however, exposure to chemical cleaning agents could damaged the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.